Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, fold creases. A microscopic analysis was performed which identified: stress marks, broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.